Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If further relevant information becomes available, a follow up medwatch will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Follow up information was recieved from the nurse. The patient washospitalized for peritonitis. The patient was treated with unspecified antibiotics. The patient was recovering from the event.

Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. On an unknown date the patient experienced peritonitis and it is unknown if the patient was hospitalized. The treatment was also not reported. The patient outcome is unknown at this time.